Manufacturer narrative:
Patient code (B)(4) was added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Explant date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the ins did not help even after making adjustments, and the doctor removed the ins. The patient did not remember when the ins stopped helping. Patient states on (B)(6) 2019 she had surgery to have a colostomy bag put on because she was always going to the bathroom all the time. No further complications were reported or are anticipated.